Event description:
It was reported that on (B)(6) 2013 a 25mm epic biocor valve was implanted in the mitral position. On (B)(6) 2022 the valve was explanted due to perivalvular leakage. An abbott sizer was used, and the valve was replaced with a 29mm non-abbott valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to perivalvular leakage was reported. The investigation found that there was partial thickness incision of 3 mm at the base of cusp 3. Cusps 1 and 2 had a thin layer of fibrin on the outflow surfaces. The the sewing cuff was partially torn away from the ring structure. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. G2 report source foreign was added.